Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 50 mg/dl. Candy was consumed to elevate the bg and the customer was "fine." The contact did not know the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Alarm 2 (occlusion detected) annunciated in the morning on (B)(6) 2017, with 30 units of insulin left in the cartridge. Cartridge change sequence completed shortly after the alarm 2 annunciated. User did not enter current bg level when making bolus requests and still and still had insulin on board (iob). Basal rate increased throughout the day. Unable to confirm complaint. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.